Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the root cause of the complaint. The lens sizing error most likely caused the excessive lens vaulting. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - narrow angle and shallow anterior chamber could be consequences of excessive lens vaulting. According to fmea (failure modes and effect analysis) it has been determined that excessive vaulting was a consequence of wrong lens use which include the following: improper white to white measurement, variability of the white to white measurement based upon different techniques, poor correlation of white to white measurement and length of ciliary sulcus in a individual case, irregular ciliary sulcus or ciliary sulcus cyst and improper lens label. Conclusion: based on the complaint history, work order search and medical review, a probable cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information received - the facility indicated the patient experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-operative best-corrected visual acuity was 20/20 and the patient is doing well.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.